Manufacturer narrative:
Continuation of d10: product ID {envpro-16-us}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve dislodged. Subsequently, a second valve was im planted. Additional information was received that a non-medtronic guidewire was used during the implant procedure and a pre-implant balloon aortic valvuloplasty (bav) was performed. The deployment starting point was at the mid-pigtail. Upon the first deployment attempt, the valve was found to be at a relatively high position and a recapture was attempted; however, the valve was unable to be recaptured. Therefore, the valve and delivery catheter system (dcs) were pulled to the descending aorta and deployed. It was clarified that the valve did not dislodge after release from the dcs. A post-implant bav was not performed after the implant of the first valve. A second transcatheter valve was implanted in the native aortic valve; however, restricted valve morphology and a mean pressure gradient of 40 millimeters of mercury (mm hg) were observed. Therefore, a post-implant bav was performed for the second valve while the patient was rapidly paced. After the post-implant bav, the valve's morphology improved. Per the physician, the patient's severe calcifi cation and fusion contributed to the event.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve dislodged. Subsequently, a second valve was im planted. Additional information was received that a non-medtronic guidewire was used during the implant procedure and a pre-implant balloon aortic valvuloplasty (bav) was performed. The deployment starting point was at the mid-pigtail. Upon the first deployment attempt, the valve was found to be at a relatively high position and a recapture was attempted; however, the valve was unable to be recaptured. Therefore, the valve and delivery catheter system (dcs) were pulled to the descending aorta and deployed. It was clarified that the valve did not dislodge after release from the dcs. A post-implant bav was not performed after the implant of the first valve. A second transcatheter valve was implanted in the native aortic valve; however, restricted valve morphology and a mean pressure gradient of 40 millimeters of mercury (mm hg) were observed. Therefore, a post-implant bav was performed for the second valve while the patient was rapidly paced. After the post-implant bav, the valve's morphology improved. Per the physician, the patient's severe calcific ation and fusion contributed to the event. Additional information was received that the mean gradient before the second valve was implanted was 20 millimeters of mercury (mm hg). After the second valve was implanted, the implant depth on the non-coronary cusp (ncc) was 3 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 5 mm.